Event description:
The manufacturer received information alleging the active exhalation control module failed during service pre-testing on a trilogy ev300 ventilator at the customer site. The device was not in use on a patient at the time of the occurrence. It was determined the 3-way solenoid valve, and the proportion valve would require replacement to address the active exhalation control module pre-test failure. Device repair is pending. At this time, the manufacturer is unable to confirm the alleged malfunction. The root cause has not been confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed active exhalation verification testing during device pre-test by a philips field service engineer. There was no patient involvement, and no harm or injury reported. The 3-way solenoid and proportional (active exhalation control module) valves were replaced to address the testing failure. The device passed all functional and safety tests after completion of repair.